Event description:
It was reported that during an iliac angioplasty procedure for the common iliac artery, the catheter was difficult to remove from the catheter after two inflations at 8 atms. A 5f sheath and 0.035 guidewire were used for the procedure. The doctor decided to use another pta balloon to complete the procedure. No reported injury to the pt.

Manufacturer narrative:
The device history records could not be reviewed, as the lot number was unk. The sample was not returned for evaluation. Based on the info received, the results are inconclusive and the root cause is unk. The current IFU states: if resistance is felt during post procedure withdrawal of the catheter, it is recommended to remove the balloon catheter and guidewire/introducer sheath as a singe unit. While maintaining negative pressure and the position of the guidewire, withdraw the deflated dilatation catheter over the wire through the introducer sheath. Use of a gentle counterclockwise motion may be used to help facilitate catheter removal through the introducer sheath.